Event description:
It was reported the patient was experiencing diaphragmatic stimulation from the lead. The lead remains in use and will be repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.